Event description:
The facility reported a pump in which the channel select button on channel c is hard to push. This problem was identified prior to use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.